Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, rhbmp-2/acs and ldr: avenue l (interbody fusion device) were implanted in the patient. L3-l4; l4-l5; l5-s1: 2 levels were treated with rhbmp-2/acs. There was prolongation of hospitalization from (B)(6)-2012. The concomitant event was resolved without sequelae on (B)(6)-2012. Postoperative, the patient had the following injury due to the event: bowel obstruction. As a result of this event, the patient had to be hospitalized from (B)(6)-2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " occlusive obstruction syndrome on an old flange, with small bowel volvulus. Patient was vomiting. L5-s1 was not treated with rhbmp-2/acs. CT scan on (B)(6) 2012: showed evidence of the occlusion. Actions: - prolongation of existing hospitalization: (B)(6) 2012 - surgical intervention: surgery to lift the occlusion site assessment: - unknown related to rhbmp-2/acs - unknown related to study procedure - unknown related to other device/component sponsor assessment: - unknown related to rhbmp-2/acs - related to study procedure - unknown related to other device/component outcome related comment: surgeon commented that the relatedness with the rhbmp-2/acs cannot be excluded."